Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Information references the other applicable components listed above.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. The patient reported that following implant she has had bilateral rib stimulation when turning her stimulator on. Patient reported no falls or external factors. An impedance check was performed and all electrodes except for 11 were within normal range. Rep was able to program her device and bring the pulse width in significantly in order to take rib stimulation out and give coverage to necessary areas. Issue was resolved at the time of the report. No further complications were reported/anticipated.